Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal inflammation may have been procedure related.

Event description:
Four weeks post ablation procedure, the patient presented with difficulty swallowing and chest pains. A CT scan revealed mild inflammation around the esophagus on the posterior wall. During the ablation procedure, high esophageal temperatures were noted on the posterior wall. The power was reduced to 15 w and all posterior wall ablations were seized with consistent increases in temperature during ablation. There were no performance issues with any abbott device.

Event description:
Further information revealed a CT scan confirmed there was no fistula, there was no intervention required and the patient is stable.